Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and needed to be replaced earlier than expected. A new device was implanted. No patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data was also collected from the device and analyzed; battery depletion (elective replacement indicator (eri)) was indicated on (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 5076, implantable pacing lead, 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.